Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a rhythmia hdx mapping system was selected to be used in a ablation procedure. It was noted that there was no communication between the workstation and the signal station when connected with the couple 1-2 of the optical fibers. The procedure was canceled with no patient complications being reported.